Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during left ventricular (lv) lead implant, the connector pin bent during tunneling to the device pocket. The physician straightened the pin, noting some deformation of the plastic separator piece. After several attempts, the lead was successfully inserted into the device header. The lead remains in use. No patient complications have been reported as a result of this event.